Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the implant of the right ventricular (rv) lead was unsuccessful due to high thresholds and poor sensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.